Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to load a new cartridge, the customer received a message to load a new cartridge after filling the tubing. Reportedly, the customer pressed the back button to resume insulin delivery instead of pressing "done'. Then, when attempting to reload the cartridge, a minimum fill message occurred. Reportedly, the cartridge was filled with 100 units of insulin. The customer's blood glucose level was 200 mg/dl. The customer loaded a new cartridge successfully and resumed insulin delivery.